Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a reading above 600mg/dl on the contour next link, repeated the test and received the same result. He accepted 25 units of insulin from his pump and 1.5 hours later a family member found him unconscious and called the ambulance. Customer's blood was tested by emts and glucose results were 27 and 22mg/dl. He was given 2 injections of high glucose solution. At the hospital his blood glucose was 40mg/dl. The customer was given sailine IV, and was released from the hospital the following morning. The customer was advised to return the strips for evaluation. New meter and strips were sent to him.